Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:the complaint could not be confirmed on investigation. The pump¿s black box data could not be downloaded due an unrelated issue. Investigation revealed the pump powered on with audio tones, vibration, and a blank display screen. Evaluation found a defective internal component related to the blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.